Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported sensor glucose vs blood glucose event and occurred different errors while checking the pump. Troubleshooting was performed but later it was declined. The sensor glucose was¿150 mg/dl, and the blood glucose value was 380 mg/dl which was outside of the acceptable range. Insulin delivery was not suspended due to sensor glucose vs blood glucose event. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the insulin pump will not be returned for analysis. Updated summary: the event involved product mmt-7020a no further patient complications were reported, and no product return is required for mmt-7020a.